Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the avea ventilator. Fsr removed the gde (gas delivery engine) & reseated the connectors that connects the gde to the tfl board. Performed ovp (operational verification procedure) and tested. All calibrations & tests passed.

Event description:
The customer reported to vyaire medical that the avea ventilator unit went inop (inoperable). The issue occurred during patient-use and the device was replaced with another ventilator. At this time, there is no information regarding patient harm associated with the reported event.